Manufacturer narrative:
Date of event: patient (B)(6): (B)(6) 2022, patient (B)(6): (B)(6) 2022. Reporter phone number: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed architect tsh results generated on an architect i2000 processing module for two patients. The following results were provided: patient (B)(6): tsh initial result = 14.15, repeat results = 16.59 and 28.99. Patient (B)(6): tsh initial result = 4.13, repeat result = 5.79. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the analyzer and replaced multiple parts. Through monitoring and various verification procedures, service determined the likely cause for the issue was the wz manifold, fep tips (rohs)_part number 7-96176-05. Service replaced the wz manifold, fep tips (rohs) and the issue was resolved. Service verified the system function with a control run. A review of the service history for the analyzer did not identify any additional discrepant results for the analyzer pre or post this event. A review of tracking and trending data in the product monitoring review for alinity I/architect ia systems did not identify any systemic issues or trends associated with the complaint issue. A review of historical data associated for the wz manifold, fep tips (rohs) did not identify any trends, nonconformances, or potential nonconformances. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr, (B)(6), was identified.